Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator to manage urinary dysfunction. It was reported that the patient stated the "ins is not working". The caller believes that the patient indicated that the system has never been effective for the patient's symptoms. It was noted that the patient has had botox. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient underwent many reprogramming attempts and had many appointments in the last year. No further information reported.